Event description:
It was reported that the patient began having pain at the implant site three to four weeks prior to the report and it was gradually getting worse. The patient wanted to know what might be the cause. They spoke to the physician¿s assistant (pa) who suggested turning the implant off, but the patient had not adjusted stimulation recently. It was later reported that the patient still had concerns regarding their device or therapy, but was working with their health care provider (hcp) or manufacturer representative. It was further reported that the patient had a second infection related to their device. The first infection was some time ago in the middle of last year or later. The second infection started 5 or 6 days ago and had gradually gotten worse. Yesterday afternoon the incision opened and became messy. The patient had stimulation off for 6 weeks. The patient¿s hcp gave them medication to get rid of the infection the first time. The patient called their hcp and was going in later today. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0c85x, implanted: (B)(6) 2013, product type: lead. (B)(4).